Event description:
Material no. 305916, batch no. Unknown. It was reported that during use of the needle sftygld 25x1 rb the wire from the safety device activator was sticking out. The following information was provided by the initial reporter: "wire from the safety device activator was sticking out and almost injured care giver."

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 305916 batch no. Unknown. It was reported that during use of the needle sftygld 25x1 rb the wire from the safety device activator was sticking out. The following information was provided by the initial reporter: "wire from the safety device activator was sticking out and almost injured care giver."